Event description:
Customer reported a false positive result obtained on the alinity m sars cov-2 assay that was questioned by the patient. The customer stated that the patient had questioned the result as they did not have any symptoms. The customer confirmed there was no reports nor any notes indicating that there had been any errors in the interpretation of the results. There was no impact to patient management reported due to this observation.

Manufacturer narrative:
Elevated complaint investigation will be initiated.

Manufacturer narrative:
Investigation into this complaint included a customer data review, customer file review, quality data review and a complaint history review. The results of the investigation are summarized as follows: customer data review: during review of the reported sample ID (sid), it was identified that this result was completed by instrument serial number (B)(6)which belongs to a different customer. Sid barcode (B)(6) provided in the ticket was likely an error; therefore, the amplification curve was not reviewed. Lot 519968 is associated with the incorrect sid therefore it is not related to this investigation and was not included in the investigation elements. The investigation was unable to identify the correct lot number for the discrepant results reported in the ticket as it was not provided by the customer and insufficient information was provided in the ticket. Quality data review: device history record / batch record review the DHR review for the reported event could not be completed as the lot number was not available. CAPA / non-conformance review: the CAPA review for the reported event could not be completed as the lot number was not available. Complaint history review: a lot specific complaint history review was not performed. Lot search report was not completed as the ticket did not provide a lot number and an incorrect sid was provided; therefore, the reported discrepant result lot number remains unknown for this ticket and could not be determined during investigation.